Event description:
Patient reported "discomfort and intermittent sharp, stabbing pain in my breast", "small-volume pericapsular fluid collection" and "intracapsular rupture". Healthcare professional then reported "totally divided in two one implant", "intracapsular rupture" and "40 cc of yellowish exudation". This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.